Event description:
A surgeon reported that the packaging of an individual mets component was looser than usual and there was air present and upon opening that packaging could be easily removed. Despite this the packaging was still sealed and the surgeon determined that the device was safe for use.

Manufacturer narrative:
The investigation concluded that the root cause of this event was due to a manufacturing issue. On initial receipt of the reported event, the event description was reviewed and with the limited information available at that time, a decision was made to report the event. Corrected data: common device name/product code corrected from "prosthesis, knee, femerotibial, cons" to "limb salvage system/kro".

Event description:
The surgeon reported that the packaging of an individual mets component was looser than usual and there was air present and upon opening that packaging could be easily removed. Despite this the packaging was still sealed and the surgeon determined that the device was safe for use. This is a supplemental report to 3004105610-2014-00101 ((B)(4)).

Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The device was not returned for evaluation. Requests are being made for additional information and a supplemental report will be provided if this information is received.